Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heartstring ii proximal seal cracked. A replacement was used to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal was rolled in the delivery tube, the end strand was unraveling, the plunger was partially depressed, and the device was very bloody. Based upon the visual observations, the reported complaint for "seal cracked during use" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).